Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2014 percutaneous coronary intervention was performed on a patient with unstable angina pectoris. A xience xpedition 3.5x38mm stent was implanted to treat a lesion from the proximal to mid left anterior descending artery. On (B)(6) 2014 coronary angiography was used to confirm a total occlusion of the vessel from in-stent thrombosis and optical coherence tomography was used to confirm good stent expansion. The lesion was treated with plain old balloon angioplasty. On (B)(6) 2014, in-stent thrombosis developed in the same location. The lesion was treated with plain old balloon angioplasty. As of (B)(6) 2014, the patient remains in the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Concomitant medical products: (B)(6) 2014: baby aspirin 100mg/day; (B)(6) 2014: plavix 75mg/day; (B)(6) 2014: pletal dose not known; (B)(6) 2014: warfarin dose not known.